Manufacturer narrative:
Updated fields: b4, b5, d9, e1 (event site telephone), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, health effect ¿ impact codes, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d4 (exp. Date, UDI #), d10. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab catheter was connected to the cs300 and the "iab circuit leak (gas loss)" alarm occurred seven times. The catheter was replaced with another iab catheter, and iabp therapy was continued. There was no injury or harm reported to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that the intra-aortic balloon while the iab catheter was connected to the cs300 and in use, the "iab circuit leak (gas loss)" alarm occurred seven times. The catheter was replaced with another iab catheter, and iabp therapy was continued. Patient was involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1(contact person mfg site), g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings and investigation conclusions), h11 the product was returned with the membrane completely unfolded and blood was found on the exterior of the catheter and traces in the inner lumen. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. The extender tubing and three-way stopcock were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. The condition of the iab as received indicates a kink in the catheter tubing, which may restrict the gas passage and result in poor inflation and deflation. However, we were unable to replicate the failure. We are unable to determine when the kinks occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.